Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent capture was observed on the left ventricular lead. Patient was asymptomatic. The lead was explanted and replaced. The procedure was completed successfully, without adverse consequence to the patient; who was asymptomatic during and after the case.